Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on 09/10/2018, that on (B)(6) 2018, a loss of connection occurred. No additional event or patient information is available. No product or data was provided for evaluation. Confirmation of the complaint could not be determined. The root cause could not be determined.